Manufacturer narrative:
The reported event of noble telemetry was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at end of life (eol) level. Hybrid current was monitored when powered with an external supply, and no high current drain was noted. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the battery by manufacturer found no anomaly. The reported events and battery depletion are consistent with a latch-up condition on the hybrid circuitry. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device using bluetooth (ble) telemetry. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced to resolve the event.

Event description:
Additional information was received that the device was not replaced and only explanted.